Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿ the vascunexplant project: an international study assessing open surgical conversion of failed non-infected endovascular aortic aneurysm repair¿. Lopez espada, cristinalinares-palomino, jose et al european journal of vascular and endovascular surgery, volume 66, issue 5, 653 ¿ 660. Https://doi.org/10.1016/j.ejvs.2023.07.029. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿ the vascunexplant project: an international study assessing open surgical conversion of failed n on-infected endovascular aortic aneurysm repair¿ the time frame of this study was over a fifteen year period. 348 patients were included in the study. Multiple manufactures products were implanted in the patient including medtronic's endurant and aneurx stent grafts. The median aaa diameter at the time of the original aneurysm exclusion procedure was 60 mm. The following adverse events occurred: blood loss, occlusion , aneurysm enlargement, ruptures, open surgical conversion, renal failure, myocardial infarction, abdominal compartment syndrome, stroke, ischaemia, wound dehiscence, infection, pseudoaneurysm, intervention no further information was provided pertaining to medtronic products.

Manufacturer narrative:
Correction to h6 additional annex e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.